Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, further investigation of the logs show the reason for the auto-freeze popup message was due to the rad board imgf fpga overheating. The issue was resolved by cleaning the system. The system is fully functional and there have not been any further issues. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
During a stress echo exam with the sc2000, user was getting post images. Then a message popped up on the screen that "auto freeze activated" and system froze. User was able to restart the system and complete the exam. However, had lost two images during the process.